Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer was hospitalized on due to (B)(6) 2020 due to pneumonia, which caused diabetic ketoacidosis and resulted in the customer to go into a coma. The customer reported that the coma was not due to diabetes. The insulin pump will not be returned for analysis.